Manufacturer narrative:
The right ventricular (rv) lead reported in a separate medwatch#mw5179358..

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited low pacing impedance. No changes or intervention were performed, the ra lead remained implanted. The patient condition was not known.